Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 650 mg/dl. Reportedly, elevated bg was due to receiving a steroid shot and bg meter was not reading bg accurately. Customer calibrated the sensor to the bg meter and subsequently did not receive an accurate reading. Customer went to the hospital emergency room and was treated with intravenous insulin and fluids. Multiple attempts were made to obtain additional information regarding the outcome; however, customer did not respond.